Event description:
Dr (B)(6), reported a pe in a pt he performed two great saphenous vein (gsv) closure procedures in which the clarivein catheter was used. The procedures were separated by a day. On (B)(6) 2014: left distal gsv. On (B)(6) 2014: right distal gsv. The pt was diagnosed and treated at a different hosp ((B)(6)) and dr (B)(6) was unable to supply info on the detection and treatment of the pe. Because of hipaa restrictions, vascular insights is unable to independently verify the info with (B)(6) hosp. Dr (B)(6) reported that the pt was "happy and stable."

Manufacturer narrative:
There was no issue cited with device performance.